Event description:
It was reported that left hip revision surgery was performed due to hip pain, elevated levels of cobalt and chromium, metallosis, adverse tissue reaction, osteolysis, and other complications.

Manufacturer narrative:
It was reported that left hip revision surgery was performed. During the revision, the hemi head and modular sleeve were removed. The emperion stem, spout slot and acetabular cup remained implanted. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. A review of the complaint history for the head / cup / sleeve / stem / spout was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified for the cup, stem and spout. Similar complaints have been identified for the head and sleeve and this will continue to be monitored. In the absence of the actual devices, the production records were reviewed for the cup, stem, sleeve and spout. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. Non-conformance was identified for the hemi head final certificate of conformity as part of this document could not be located. However, the casting, machining and supporting documentation confirm that the device will have met all conforming standards at the time of production. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event. The available medical documents were reviewed. It cannot be determined to what extent the patients fall had on her pain and clinical status. Although it was reported that the metal ion levels were elevated, and retroacetabular osteolytic lesions were noted on x-ray, no lab reports with levels were provided or radiology reports were provided for review. The reported elevated metal ions and ostelysis noted on x-ray along with intraoperative findings of metal debris surrounding the trunnion and a osteolytic lesion noted on the trochanter may be consistent with findings associated with metal debris, osteolysis and trunnionosis. However, without the supporting lab/pathology results, imaging, and/or the analysis of the explanted components, the root cause of the reported reactions cannot be confirmed, and it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. The patient impact beyond the pain, revision, and expected transient post-op convalescence period cannot be determined. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.